Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A caller reported that an unspecified high scan was received on the sensor when compared to a competitor meter. The customer experienced paleness, headaches, and "loss of strength" and was unable to self-treat, requiring treatment of "5mg of brown sugar and 5cl of coca-cola with sugar" by a non-healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A caller reported that an unspecified high scan was received on the sensor when compared to a competitor meter. The customer experienced paleness, headaches, and "loss of strength" and was unable to self-treat, requiring treatment of "5mg of brown sugar and 5cl of coca-cola with sugar" by a non-healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.